Manufacturer narrative:
On may 28, 2024, mentor became aware of the following and corresponding updates have been made on this form: - date of event under field b3 has been updated from february 1, 2024 to february 8, 2024 - race and ethnicity updated since patient is caucasian - patient experienced right side pain and left side rupture. Hence, coding has been updated under section h reason for device explant and/or reoperation: right pain this supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
T was reported that a 47-year-old female patient underwent revision reconstruction breast surgery with 750cc mentor memorygel breast implant on both sides and experienced bilateral breast implant rupture, and bilateral breast pain postoperatively; diagnosed in the office. The patient has consulted with the healthcare professional. As a result, the patient is scheduled for surgery on (B)(6) 2024.this medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture, and pain. D6b explantation date: (B)(6) 2024 mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 11, 2024, mentor became aware that the replacement serial numbers used on (B)(6) 2024 were (B)(6) on the left side, and number (B)(6) on the right side. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).